Event description:
It was reported that the customer received a blood glucose reading of 300 mg/dl on his sensor, when his meter measured his blood glucose at 150 mg/dl. The customer stated that he calibrates between 4-5 times per day. He was then advised to only calibrate up to 4 times in one day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.